Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007 the pt was implanted with a bard composix kugel hernia patch during a ventral hernia repair. On (B)(6) 2011 the pt was admitted to hospital due to the severe abdominal pain, nausea, vomiting and back pain. On (B)(6) 2011 the pt suddenly developed worsening abdominal pain with associated respiratory distress and chest pain. She was transferred to ICU where she developed sudden cardiopulmonary distress. All attempts to revive her failed and the pt expired. The attorney's report alleged death, abdominal pain, nausea, vomiting, sepsis, respiratory distress, back pain, cardiopulmonary arrest.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It has been alleged that over four years post implant the pt presented and was admitted with severe abdominal pain, nausea, vomiting, and back pain. The following day she developed worsening abdominal pain with associated respiratory distress and chest pain. She was transferred to the ICU and developed sudden cardiopulmonary distress; the pt expired on (B)(6) 2011. The attorney's report alleges the pt's death was due to sepsis and ischemic bowel; however medical records have not been provided. We have contacted the initial reporter to request additional info including pt info, copies of medical info / records and death certificate / autopsy report. A mfg review that included review of sterility records was performed and did not find evidence of mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.